Event description:
It was reported that there was a power on reset (por). It was stated that the patient got a por message when she tried to turn the implantable neurostimulator on. It was noted that the patient had cardioversion done in (B)(6) 2012. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v399339, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).